Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("medical device removal / an essure coil was seen buried just deep to the parietal peritoneal layer just superior to the posterior left pelvis./ the object was completely removed and then taken out of the abdominal cavity") and device dislocation ("essure coil was seen buried just deep to the parietal peritoneal layer") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful periods, hair loss, breast cancer, hypertension, back pain, parity 3, multi gravida, migraine, arthritis, pelvic pain and menorrhagia. Previously administered products included: mirena. The patient had a family history of heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3941 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery (hysterectomy - uterus) on (B)(6) 2020). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no the follow-up received on 02-may-2023, it was reported that the essure was inserted on (B)(6) 2014 (different information received on the first source document). Discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus, cervix, total hysterectomy: - cervix with focal mild chronic inflammation. - disordered proliferative endometrium, no atypical hyperplasia or malignancy. - myometrium with leiomyoma. Specimen source: uterus and cervix clinical information: diagnosis/clinical information: pain, menorrhagia, irregular menstruation procedure/source: total robotic assisted hysterectomy gross examination: the serosa is pink and smooth with a protruding metallic malleable coiled wire adjacent to the left adnexal region consistent with an essure coil, 1.0 x 0.2 cm. A second essure coil is not identified. [Pregnancy test] on (B)(6) 2021: negative quality-safety evaluation of ptc: for essure: all product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Rcc updated, event- "medical device removal updated to fallopian tube perforation". Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("medical device removal / an essure coil was seen buried just deep to the parietal peritoneal layer just superior to the posterior left pelvis./ the object was completely removed and then taken out of the abdominal cavity") and device dislocation ("essure coil was seen buried just deep to the parietal peritoneal layer") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful periods, hair loss, breast cancer, hypertension, back pain, parity 3, multi gravida, migraine, arthritis, pelvic pain and menorrhagia. Previously administered products included: mirena. The patient had a family history of heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3941 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery (hysterectomy - uterus) on (B)(6) 2020). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no the follow-up received on 02-may-2023, it was reported that the essure was inserted on (B)(6) 2014 (different information received on the first source document). Discrepancy noted: removal date. As per argus (B)(6) 2020 as per mr: 22-feb-2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus, cervix, total hysterectomy: - cervix with focal mild chronic inflammation. - disordered proliferative endometrium, no atypical hyperplasia or malignancy. - myometrium with leiomyoma. Specimen source: uterus and cervix clinical information: diagnosis/clinical information: pain, menorrhagia, irregular menstruation. Procedure/source: total robotic assisted hysterectomy. Gross examination: the serosa is pink and smooth with a protruding metallic malleable coiled wire adjacent to the left adnexal region consistent with an essure coil, 1.0 x 0.2 cm. A second essure coil is not identified. [Pregnancy test] on (B)(6) 2021: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3888 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: all product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3888 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: all product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.